Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker patient presented to the emergency room as they experienced a syncopal episode. The device was interrogated and there were no stored episodes that correlated to the time of the syncopal episode. In november, the pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. After the lss, noise and oversensing occurred, which resulted in inappropriate atrial tachy response (atr) episodes. Pacemaker mediated tachycardia (pmt) episodes were also noted. Boston scientific technical services (ts) recommended the patient follow-up with their following physician. This pacemaker remains in service. No additional adverse patient effects were reported.